Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output from the receiver and a hypoglycemic event on (B)(6) 2016. The patient had a missed low because the receiver did not beep. The patient began convulsing. The patient's wife was able to pour cola into his mouth and the patient recovered. Additionally, the patient tested the receiver's audio function and it did not beep. No further event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/06/2016 to report that they experienced no audio output from the receiver and a hypoglycemic event on (B)(6) 2015 the complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)